Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. The device had been filled with 8g flucloxacillin chloride. This issue was identified after use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added: the lot was manufactured from august 09, 2019 - august 12, 2019. The device was received containing 240 ml fluid in the bladder. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and the results were found to be within the product specification range. The test results were satisfactory. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Hold for lavonne 5/13/2020